Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump is alarming compromised forced sensor alarm. During prime rewind troubleshooting, the customer stated that she did not know her blood glucose at the time of the incident. She treated with syringes and checked her blood glucose while on the phone and it was 476 mg/dl. She was advised to disconnect from pump. She said that the pump had not been dropped and that the drive support cap was normal. She noticed that there was some rust around the drive support cap and she said that she had not pressed the cap while connected. She was advised that insulin pump would need to be replaced, to discontinue use of the pump and to revert to the back-up plan per her doctor¿s orders. Also, advised the customer that the possible cause of the compromised forced sensor alarm was that it occurred during seating the forced sensor and that it did not detect the reservoir. She had also mentioned that her meter wasn¿t able to connect to the pump but she declined troubleshooting and also for her high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unable to perform functional test due to blank display. Unable to verify compromised force sensor system alarm or unit beeping due to blank display. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.